Event description:
A malfunction on the pump was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and advised to continue using it. Technical support instructed the customer to contact them if the malfunction code reoccurs, and the customer confirmed understanding.